Event description:
Meter name: one touch profile. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: shakiness, faintness. A pt reported they were not able to read the meter. Their meter allegedly would not display a complete display. The result on their meter was 295mg/dl. Customer tested with another meter at hospital. Treatment was insulin and double dose of avandia. No further info has been reported.